Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Bd is aware of this issue and as a result, corrective actions have been established and are in the process of being implemented. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode of hemogard¿ stopper / shield separation with the incident lot was observed. Further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with hemogard¿ stopper / shield separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® brand sst ii tubes containing silica and gel 8.5ml separates. There was no report of injury or medical interventions.